Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube, hemostasis sheath and header bag. The device is visually analyzed. The device is in used condition as the device is covered in blood. The bypass tube is present in the hemostasis sheath. The carrier tube is in rear lock position, with the collagen and anchor exposed. The complaint can be confirmed for a non-deployment device pullout. The device appeared to be used, and the collagen and anchor were present on the carrier tube. The exact root cause cannot be determined. The likely cause is there was an obstruction to the device tip, preventing the anchor from deploying and posting.the device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that they had a stroke procedure with femoral access. Neurointerventional radiology (nir) physician performed the procedure. There were no reported issues with gaining access or access site complications during procedure. Limited information was provided by the team, they stated that the device failed to deploy. All components of the angio-seal device were removed from the patient and intact to the delivery system. Anchor, collogen, suture present and intact. There was no harm to the patient. No report of a hematoma. Manual compression was applied to achieve hemostasis. Additional information was received on 12may2025: they confirmed all components were intact and nothing left behind in patient. It was reported the device pulled out. An 8fr procedure sheath was used.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age or date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: supplies specialist the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.